Event description:
It was reported that the customer's pump screen was dark and wouldn't turn on. There was no reported impact to the customer's blood glucose level. The caller was guided by technical support to try manually restarting the pump and then attempted charging it with a confirmed working power source, but the pump still failed to turn on. Consequently, technical support arranged for a replacement pump to be sent, confirmed the shipping address, and instructed the caller on how to store the defective pump and return it with a prepaid label within 10 days. Meanwhile, the customer planned to use multiple daily injections as a backup therapy to ensure continued insulin delivery.